Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed. Additional part used: gs avl/gvm monitor; catalog: 0570-0338; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a titanium su lopro s4, the monitor showed a flickering / jittery picture using one particular blade. A delay in the procedure of unknown duration occurred as a back-up titanium su lopro s4 was obtained. No harm to patient or user was reported.